Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharge. (B)(4).

Event description:
It was reported that the patient had poor coupling when recharging. It would take 2 hours for the patient to get 8 coupling bars and at other times they had 0 coupling bars. It was taking the patient too long to charge. The implant wasn¿t too deep as it was superficial and they could feel the implant through the skin. The coupling issues made it difficult for the patient to recharge their implant and they had to charge every 2 days. The patient was getting intermittent coupling with their recharger. When the implant would cut out they would be in pain. The patient had also had an issue with their programmer communicating up and down in the past but this was resolved with a different antenna. The patient was sent a new recharger antenna.